Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that when plunger cap is removed, the plunger rod falls out of the syringe and stays in the plunger cap. The following information was provided by the initial reporter: consumer / pet owner reported plunger cap hard to remove - when removed the plunger rod falls out of syringe and stays in the plunger cap.

Manufacturer narrative:
Date of event.:the date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned a total of 16 syringes across 3 opened polybags for 0.3ml, 30 gauge, 12.7mm syringes from lot 1277006. These samples received shield pull force testing. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. None of the samples tested outside of the required range and none of the samples disassembled during testing. A review of the device history record was completed for batch # 2031540 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the plunger rod separating. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle that when plunger cap is removed, the plunger rod falls out of the syringe and stays in the plunger cap. The following information was provided by the initial reporter: consumer / pet owner reported plunger cap hard to remove - when removed the plunger rod falls out of syringe and stays in the plunger cap.